Manufacturer narrative:
It was reported that o2 cell/sensor test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. Technician confirmed that device failed o2 cell/sensor test during pre-use check and the issue was solved by replacing o2 sensor. The device was delivered to the user in working condition. The o2 sensor is used only for measuring and will not affect ventilation, therefore issue with o2 sensor is not considered as a safety related, the decision about reporting was made in abundance of cautions based on the initially reported information, that gas modules were found defective. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/02/2021; corrected manufacture date: 02/26/2021. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's gas module is suspected as faulty due to o2 sensor/cell test failure during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).